Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported the driver was alarming periodically for no apparent reason. The customer also reported the staff changed the driver and had no other alarms.

Manufacturer narrative:
Alarm history and patient data file review found no new alarms recorded in the driver's alarm history. Visual inspection of internal and external components revealed no abnormalities. Driver passed all incoming functional testing. A 72 hour observation run at normotensive settings was performed to try and reproduce the fault alarm. Testing was not able to replicate the condition, no fault alarms occurred during the observation test. Failure investigation for this complaint could not confirm the reported issue via alarm history data review nor reproduce the issue through functional/observational testing. The root cause of the fault alarm could not be conclusively determined. Failure investigation identified no test failure, damage, or abnormalities that could have contributed to the fault alarm. Driver functioned as intended. (B)(4) follow-up report 1.